Event description:
The pt reportedly experienced a decrease in performance, pain and facial nerve stimulation with his device. Testing for the device showed that it was out of spec. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery is being discussed.